Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor found that the unit's joint was damaged before the tracheal intubation for the patient. The unit was replaced immediately with a new one. There was no patient injury/harm.